Event description:
It was reported that handpiece was sent to the caller for testing because it stopped working after about 2 mins of use in the case. The customer used a 2nd handpiece to complete the case with no patient consequence. The customer tested the handpiece with a test tip and received error 4d (high c0 rate of change) (error 3). The device will be returned.

Manufacturer narrative:
The hp054 hand piece was returned with a loose mount. It was tested on a generator and an intermittent activation with the min pedal was noted. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint instrument is trended on a regular basis to determine if further investigation is warranted.